Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results for approxiemately 20 patient samples on a cobas pure c 303 analytical unit. The customer provided an example of discrepant results for 1 patient sample tested. The initial result was 3.4%. The repeat result was 5.1%. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number is 887518. The field service engineer (fse) replaced and adjusted the sample probe and adjusted the probe rinse level. The service maintenance actions performed by the fse resolved the issue.